Event description:
Patient was found to have degenerative joint disease that required hip arthroplasty in 2005. Patient began experiencing pain over the lateral aspect of the hip which was severe and limiting for him. Approximately a year ago, the patient's chromium and cobalt levels were found to be elevated. Patient states for the last 2-3 months he has been having an increase in his pain, primarily localized to the right buttocks with numbness and tingling down the right leg into the foot. He has been unable to go up and down stairs and get in and out of a car. Patient returned to surgery for revision. Intraoperatively metallic wear debris and loosening of the acetabular component was found. (There was minimal boney ingrowth on the shell and was removed very easily indicative of loosening). The acetabular component was removed and replaced with a new acetabular shell and liner. Metallic wear debris was found behind the cup and in the synovium of the hip joint. The femoral component was well fixed and not removed. The femoral head was removed and replaced. The patient progressed as expected and was discharged 2 days later and currently continues recovery.what was the original intended procedure?hip arthroplasty.